Manufacturer narrative:
Approximate age of device - 3 years 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired due to bacteremia. The patient had positive blood cultures and was treated with multiple different IV antibiotics. The patient had chronic driveline infection with multiple debridements.

Manufacturer narrative:
The device was not returned for investigation. A specific cause for the patient's infection could not conclusively be determined through this evaluation. The hmii lvas IFU lists infection and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also outlines care instructions in regards to preventing infection. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Correction: lvad implanted on (B)(6) 2015. Manufacturers aware date was inadvertently omitted from previous report. The correct date was oct 2, 2018.

Event description:
Lvad implanted on (B)(6) 2015.